Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) during in-house engineering evaluation, it was observed that the control unit on the small battery drive device was not functioning. The event was not related to surgery. There were no delays in the surgical procedure reported. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.